Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out of range high voltage lead impedance was noted. All other electrical parameters are in range. The physician decided to monitor the patient by follow-up. The patient is in stable condition.